Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer¿¿s reported issue was not confirmed. A visual inspection was performed externally and a thin diameter boroscope was used to inspect inside the channels of the scope, confirmed no ¿rust or dirt¿. No problems were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer care was informed that the user facility ¿just received the advanced replacement back yesterday and the technician brought it back stating the staff were unable to clean it as it is rusty and dirty inside.¿ which was first observed during preparation for use. No patient injury or harm was reported. The uretero-reno fiberscope will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported problem was thought to have occurred due to incorrect/improper reprocessing. A definitive root cause was not established, however. The reported event can be detected/prevented by following the instructions for use (IFU) which state: ¿(reprocessing manual): precleaning the endoscope: warning. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Manually cleaning the endoscope: -brush the instrument channel. While immersing the entire endoscope completely in the detergent solution, insert the brush straight into the opening of the instrument channel port. Using short strokes, feed the brush through the instrument channel until it emerges from the distal end of the endoscope. 4 inspect whether there is debris on the bristles when the brush emerges from the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.